Manufacturer narrative:
Result of investigation: vyaire failure analysis was not able to confirmed and duplicate the reported issue. Visually inspected the gde (gas delivery engine) externally no physical damaged found. Installed gde on to avea test station and powered into user mode using system leakage per test standard 91777. Performed section 6.10.5 est, passed leak test, circuit compliance test, and o2 calibration. Performed section 6.13 low ve blending accuracy, passed fio2% and external analyzer. Performed section 6.14 blending accuracy (high ve) passed analyzer/fio2%. Cycled unit set the fio2 to different values and the blender flag would follow accordingly. The gde (gas delivery engine) was move to factory service to install a new o2 ( oxygen) blender assembly p/n 16594 and then have gde (gas delivery engine) assembly processed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4).- vyaire field service went onsite. Ventilator has 03,68 hours. Evaluation revealed o2 (oxygen) reading is 21% and not changing. No sound from the blender. As a resolution, the gde (gas delivery engine) was replaced and entered serial and model number. Est (extended self test)/ovp (operator's verification procedure) was performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator o2 (oxygen) sensor was bent or improperly inserted affecting the o2 (oxygen) reading. As of this time there is no information about patient involvement associated with this reported event.